Event description:
It was reported that 558 bd insulin syringe with bd ultra-fine¿ needles experienced foreign matter in the fluid path. The following information was provided by the initial reporter: before use, the customer discovered liquids inside of the barrel.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189393. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-07-07. Medical device lot #: 0363864. Medical device expiration date: 2026-01-31. Device manufacture date: 2020-12-28. Medical device lot #: 1016653. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-16. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint for foreign matter in barrel on lot # 0363864. A complaint history check was performed and this is the 2nd related complaint for foreign matter in barrel on lot # 1016653. A complaint history check was performed and this is the 15th related complaint for foreign matter in barrel on lot # 0189393. A review of the device history record was completed for batch # 0363864 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200928490] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded:unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.